Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The product itself did not fail, it had to be removed due to the fracture of another product. The fractured product was reported with report number 3013111692-2025-27318.

Event description:
It was reported that a patient experienced a dental abutment fracture and fragment piece could not be removed from implant.